Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 20129e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial reporter with the following verbatim: our current practice is to change lipids syringes, tubing and 1.2 micron filter q24h but we have been receiving an increasing number of safety reports where the filters are causing occlusions or blocking and have to be changed sooner than expected. This is concerning since both the filter and tubing are open systems. We use alaris syringe pumps with pressure sensing disk tubing and when we implemented the filters we chose to attach the filter to the end of our infusion line, closer to the infant. Do you have any product testing availble to help guide our use and positioning within the system or any information as to why the filters are occluding/blocking at less the 24hrs of use?